Event description:
It was found that this report is a duplicate of medwatch #1644487-2011-02483 which previously reported the extrusion of the generator and lead. All further information regarding this event will be addressed under medwatch #1644487-2011-02483.

Event description:
It was reported that the patient underwent generator replacement on (B)(6) 2011 due to protrusion of the lead out of the left chest. The lead was not replaced. Attempts for further information have been unsuccessful to date.